Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that at the end of a surgical procedure at the user facility the battery housing fractured at the weld, which could potentially expose the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that at the end of a surgical procedure at the user facility the battery housing fractured at the weld, which could potentially expose the non-sterile battery to the sterile field, but that was not reported in this incident. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.